Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal device dilator and sheath wouldn't snap together like it normally does. As sheath/dilator system was being advanced over the angio-seal wire the two pieces separated causing the wire to kink. The device was then taken off the wire and not used to close the femoral artery. Manual pressure was performed. There was no harm to the patient as neither piece was in the patient. The patient was not injured, medical or surgical intervention was not required. Procedure for patient prior to angio-seal was cardiac cath. No blood loss was reported. The event occurred post-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09 nov 2023: patient confirmed stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.